Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.